Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon has been using this suture for many years without problems. The patient experienced complications and a wound infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m. Component code: g07002 no device problem found. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: product code vcp443h, lot sebbdqs0 is applicable for this complaint: the customer could not quantify a number of patients. They changed to monocryl for skin closure which is also the choice of most surgeons for skin closure (monofil sutures are of a better indication for skin). How many devices were involved in this event? 2 or 3? Unfortunately, we don¿t have further details on how many sutures that have been used and from which lot. We just have the information about the product code and the lot we provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were both vicryl plus sutures (vcp443h/ sbbcwcs0 and vcp443h/ rgbdbqs0) used? Please specify what ¿complications¿ occurred? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one sealed box with thirty-six unopened samples that pertain to the product code vcp443h, lot sebbdqs0. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. Sutures were dispensed without problems and examined along the strand and no anomalies or damage on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2022-09942.